Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. H3 other text : device remains implanted

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa) on (B)(6) 2024. It was reported that the physician lost access with the guidewire in the ipsilateral limb and was unable to reinsert the super stiff guidewire(non-endologix) inside the delivery system. The physician attempted but was unable to regain retrograde access through the gate in the ipsilateral limb. Runs with contrast in the ipsilateral limb showed the limb was naturally closed, kinked/compressed with no blood flow flowing and it was not possible to gain access. The physician decided to proceed with a femoral-femoral bypass and blood flow was restored. The patient was reported as fine post procedure.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the inability to cannulate the ipsilateral limb (advance the guidewire, compressed iliac limb (buckled stent) and the femoral-to-femoral bypass are confirmed. Device, user, procedure or anatomy relatedness of complaint could not be determined. This is consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of complaint could not be determined. Procedure related harms were a right common iliac artery occlusion (requiring femoral to femoral bypass). It is unclear if loss of the ipsilateral wire was user or anatomy related. The aortic angulation of 60 degrees and aortic diameter of 28.2mm at the superior stent margin of the contralateral limb could have contributed to the inability to recannulate the ipsilateral limb after the wire was lost. The final patient status was reported as fine post procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: d1: product family (primary): has been updated. D2: common device name (primary): has been updated. D4: model number (primary): has been updated. D4: lot # (primary): has been updated. D4: lot expiration date (primary): has been updated. D4: UDI # (primary): has been updated. D10: therapy dates: has been updated. G3: awareness date: has been updated. H4: release date (primary): has been updated. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.